Manufacturer narrative:
Combination product: yes only the stent was returned and subjected to a detailed technical analysis. The corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In the as-returned state the stent was located at the distal end of a 6f guideliner extension catheter together with a pantera leo 2.25/12 both used in the intervention. The stent is severely deformed over its entire length, i.e. Basically all struts are strongly bent. The returned extension catheter is undamaged. The delivery system was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in the moderately tortuous diagonal. The lesion could not be crossed with the device. Upon withdrawal it dislodged from the balloon and stayed inside the lesion. The stent was removed from the vessel with a nc balloon.

Manufacturer narrative:
Combination product: yes.